Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "attached pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.